Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The anesthesia workstation (system) was investigated on site by our company representative and the n2o gas module was replaced. The device logs were collected, the system was successfully tested and was returned to clinical use. The n2o gas module was sent in for investigation. The investigation of the returned n2o gas module showed that the reported issue was caused by oscillations in the nozzle unit in the n2o gas module. The received device logs show that the flow from the n2o gas module exceeded the expected flow and thereby adding more n2o to the delivered gas and increasing the airway pressure resulting in alarms for high airway pressure. The airway pressure: high alarms result in the activation (opening) of the fresh gas safety valve and will automatically force the system into its expiratory state, avoiding over-pressure situations. We have not been able to determine why the oscillations occurred.

Event description:
Manufacturer's reference#:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while in use on a patient, there was sudden drop of fio2. The anesthesia workstation generated alarms for low fio2 and for high airway pressure. There was no patient harm reported. Manufacturer's reference#: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The anesthesia workstation (system) was investigated on site by our company representative and the n2o gas module was replaced. The device logs were collected, the system was successfully tested and was returned to clinical use. The n2o gas module has not been returned for investigation. The received device logs show that the flow from the n2o gas module exceeded the expected flow and thereby adding more n2o to the delivered gas and increasing the airway pressure resulting in alarms for high airway pressure. The airway pressure: high alarms result in the activation (opening) of the fresh gas safety valve and will automatically force the system into its expiratory state, avoiding over-pressure situations. We have not been able to determine why the n2o gas module delivered more flow than expected.